Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance in a drain cycle of their automated peritoneal dialysis (apd) treatment with a homechoice machine. Reportedly, during the drain cycle, one of the supply bags fell and became disconnected from the supply line of the homechoice set. In an endeavor to resolve the issue, hp's spouse connected a new supply bag to the used supply line of the homechoice set. Tsc assisted hp in ending treatment early and setting up with new supplies to complete the apd therapy. Per rn, no patient injury or medical intervention was associated with this incident.